Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified saline solution via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified volume of blood. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. It was reported the nurse lowered the primary solution container below the secondary solution container and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.